Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit, had an unresponsive keypad, and began beeping after the device had been exposed to water. The customer stated that she had accidentally went into the ocean with the device on. The customer's blood glucose was 131 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected batter out limit alarms noted. No button response on the esc and ac buttons due to corroded keypad traces noted. The insulin pump was unable to perform displacement test and off no power test. The operating currents were in specifications. The insulin pump had moisture damage on all electronic assemblies noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.